Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Unit received with pillowing keypad overlay, minor scratches on case and faded serial number label. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump got cracked at the lower right part of the screen. The customer stated that the insulin pump was bumped. The insulin pump¿s reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.